Manufacturer narrative:
(B)(4). The analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present on the device, indicating that a full firing stroke was achieved. Further analysis showed that the washer has marks and one malformed staple is present over the anvil face; it is possible that this staple belongs to an already existent staple line as the condition on the washer is consistent with the device been fired over existing staples. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples meet the staple form release criteria. No firing issues were noted during device testing. Please note that as part of our quality process; each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Reference the IFU for proper device use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # r5701a. Device evaluation: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. Further analysis showed that the washer have marks. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The condition on the washer is consistent with the device been fired over existing staples. Please refer to the IFU. It should that as part of our quality process; each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a low anterior resection, the firing force was higher than expected. The device was used between the rectum and the anus. Then, the target tissue was torn since the device was fired forcibly, and leakage occurred at the anterior wall of the oral side of the anus on the leak test. No bleeding occurred. No blood trans-fusion was required. Additional hand suture was performed to complete the case. There were no adverse consequences to the patient.